Event description:
Per independent repair center statement: unit has low o2 or yellow light. The manifold valve is leaking, the o-ring is defective, the tie strap is defective and the intake filter is dirty.